Event description:
Boston scientific received information that this patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low pacing impedance measurement of less than 200 ohms. A drop in sensing, oversensed noise, and high thresholds was also observed. The patient¿s ICD and rv lead were reprogrammed and continue to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.